Manufacturer narrative:
This complaint is not confirmed to be caused by manufacturing . We received the involved catheter in two parts. The catheter broke within the 10 cm marking. On microscopic examination, the fracture surface showed a slightly rough surface for the most part, indicating increased tensile stress. However, a "step" was also visible in this plane, as can only occur when the catheter tube has been mechanically damaged. It is therefore conceivable that the position of the catheter was corrected during placement and that it was pulled back through the needle. Obviously, the catheter tube was damaged a little during this process and snapped off under further tensile force. Regarding this problem we have a warning in the product's IFU: "do not at any time withdraw the catheter back through the winged needle. This may cause puncture or embolization of a portion of the catheter." The customer obviously disregarded this warning. Furthermore, a seldom phenomenon was observed on the surgically removed catheter fragment. Almost the entire catheter was surrounded by a fibrin sheath and could be pulled out of it because it had dried up in the meantime. What remained was a kind of fibrin sleeve. Having checked the batch history records, we detected that there was a blockage for the involved extruded catheter tube 6g33820000 batch 8071298. The tensile values on 3 catheter tubes had been below the required 1.5 n during the random test. The blocking was edited accordingly, and the random test was increased, without any further deviations. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. This is the first complaint for batch 170120gg. We have 18 further complaints regarding a snapped/broken catheter on code 2184.00 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing fault.

Event description:
The catheter broke during placement. The catheter apparently buckled in the child's shoulder, so the doctor tried to pull the catheter back and it broke off. A piece of the catheter remained in the child's arm and had to be surgically removed.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
The catheter broke during placement. The catheter apparently buckled in the child's shoulder, so the doctor tried to pull the catheter back and it broke off. A piece of the catheter remained in the child's arm and had to be surgically removed.